Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom. Evaluation experienced a door not fully latched alarm corresponding with the reported symptom. Review of the event history log also identified multiple door jammed alarms. Evaluation determined the cause to be a loose upper link screw allowing the link to bypass the upper link switch. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced an issue with the door latch. It was also reported that there was no patient involvement.